Event description:
The customer reported experiencing high blood glucose between meals for the past week. Troubleshooting was performed. Ran a fixed prime and passed. Advised the customer to contact his doctor as adjustment may need to be made. The customer called back to perform the high pressure test and the test did not pass. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test. Unable to prime during prime test due to faulty force sensor.